Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ foreign material on implant-breast: observed fiber inside shrink wrap but did not observed material inside primary package. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Distributor reported "foreign body was found in the film." The device has not been implanted. It is unknown if a backup device was used.

Event description:
Distributor reported "foreign body was found in the film." The device has not been implanted. It is unknown if a backup device was used.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "foreign body was found in the film."